Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a sudden return of symptoms in which she got the device to help with and has never had this happen before. The patient said because of the return of symptoms, it didn't seem like the device was working for her. During troubleshooting, it was noted that the stimulation was on. The patient was informed to consult their healthcare professional (hcp) if the symptoms do not improve after the increase in stimulation. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they have trouble with bowel leakage since (B)(6) and it is not as bad as it was. Patient turned stimulation up once or twice but sometimes has to turn it down because it gives her a funny feeling in her legs. When they turn stimulation down the feeling reportedly goes away. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's daughter reported they were still having concerns with a lack of therapeutic effect, stating it doesn't seem to be working and the patient was not getting relief like they used to. Caller reported they were not sure who the patient should contact about this. It was recommended that they contact their managing physician, caller confirmed they would follow-up with the physician to schedule appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported their weight at time of event was (B)(6) pounds and is now (B)(6) pounds. When asked the cause of the sudden return of symptoms, the patient responded that they had a change in eating/had been on vacation. The steps taken to resolve the sudden return of symptoms was to turn the device up, and now the patient is having less stool accidents and it seems like it is better. No further complications were reported or are anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it was still locking and they said it wouldn't work clean all the time. It was reported that it was much better at the time of the report, no trouble at all.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.